Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through medwatch report that during embolization procedure of a left temporal arteriovenous malformation, the distal end of the marathon catheter became stuck in the onyx closure material and broke off when being pulled out of the vessel. An attempt was made to removed the catheter tip without success.